Event description:
It was reported to philips that the device is failing the general system test portion of the operational check. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device is failing the general system test portion of the operational check. The device was sent in for bench repair for evaluation by a philips bench engineer. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. As service could no longer be completed on the unit as the device had reached end of life (eol), troubleshooting was not completed for the device. No pa performed, no tools used, defective stickers placed on device. The customer was aware of the end of life terms and the device remains at the customer site. Device is not returned to functionality. Device is no longer supported. No further investigation or action is warranted.